Manufacturer narrative:
It was reported that the patient became sick due to a failed at-home antibiotic therapy regimen and required hospitalization. In conjunction with the patient¿s at-home antibiotic therapy, the patient was utilizing the volara therapy device four times a day. While hospitalized, the patient was diagnosed with sepsis, pneumonia, pulmonary edema, and subsequent respiratory failure. This patient is a 19-year-old female with a history of cerebral palsy and restrictive lung disease due to kyphoscoliosis. There was no report of a device malfunction. The patient has reportedly recovered and was instructed to continue volara therapy 2-3 times a day and up to four times a day (when she is sick). The mother reported concern to give the volara 4 times a day as she reported the patient¿s pulmonologist stated the pulmonary edema could be related to the patient¿s specific illness, or possibly related to the benefits of the volara in that, helping her breathing may have relieved some obstructive breathing that can sometimes lead to pulmonary edema. The volara system is intended for the mobilization of secretions, lung expansion therapy, the treatment and prevention of pulmonary atelectasis, and can provide supplemental oxygen when used with an oxygen supply. The device IFU states ¿if patient conditions exist that cause the use of the system to be a risk to the patient, do not use the unit. Death or serious injury could occur. Pulmonary edema is the excessive accumulation of fluid in the lungs. Pulmonary edema can be cardiac or non-cardiac related. Non-cardiac risk factors include pneumonia, sepsis, and adult respiratory distress syndrome. Treatment is dependent on the cause, with non-cardiac treatment focused on oxygenation either via nasal cannula or devices that force air into your lungs, diuretic therapy may also be used in the treatment plan. In this event, the patient was reported to have been initially hospitalized for sepsis. During this hospitalization, she was also diagnosed with pneumonia, pulmonary edema, and subsequent respiratory failure. The patient likely required medical intervention to preclude permanent impairment of a body structure or body function for the reported pulmonary edema, which concludes a serious injury occurred. The patient¿s initial illness and hospitalization were likely related to the patient¿s underlying pathology and unrelated to the use of the volara device. However, based on the report from the patient¿s pulmonologist it cannot be ruled out if the use of the device contributed to the reported pulmonary edema, therefore, causality of the pulmonary edema is undetermined. There is no report of a device malfunction, and the device remains with the patient for continued use.

Event description:
It was reported that the patient became sick due to a failed at-home antibiotic therapy regimen and required hospitalization. This report was filed in our complaint handling system as complaint (B)(4).